Event description:
This lead was explanted and replaced due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The setrox s 53 lead under complaint as well as the setrox s 60 were returned and subjected to an extensive analysis. The setrox s 60 was found cut 50 cm proximal to the lead tip. Only the distal lead fragment was returned. Apart from the fragmentation no peculiarities were noted. As mentioned in the event text, this lead was not subject of the complaint. The setrox s 53 was found cut approx. 7.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned. In between an approx. 6 cm fragment of the lead body was missing. During the visual inspection the insulation was found rubbed through 32 cm proximal to the lead tip. Blood had penetrated the lead in this region. Furthermore a rubbed through insulation was noted between 14 cm and 13 cm proximal to the lead tip. These damages can be considered to be the root cause of the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as the nearby lead. Diagnostic images clarifying this assumption were not available. During the electrical analysis, the dc resistances of the received conductor fragment/s were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.